Event description:
The pt (B)(6) received a scs system, including a percutaneous lead, on (B)(6) 2011 for left leg pain. It was reported that the pt felt stimulation in the abdomen, hip and groin, and no longer to the intended area. An x-ray revealed the lead had migrated. The physician plans to perform a lead revision procedure; however, the surgery date is currently undetermined. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.